Manufacturer narrative:
The axium coil will not be returned for analysis as it was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the coiling treatment of small left posterior communicating artery aneurysm, this coil prematurely detached in microcatheter. It was reported that the physician tried many times to detach the coil with instant detacher. The implant coil was removed with the microcatheter from the patient. The physician took new echelon microcatheter and axium coils to complete the procedure. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.